Manufacturer narrative:
System was used for treatment. A batch record review was performed for lot d323. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for drive tube leak/break, centrifuge bowl leak/break or damaged part /components. A corrective and preventive action has been initiated for drive tube leak/break, centrifuge bowl leak/break. A corrective and preventive action was initiated for damaged parts/components and is now closed. Service order (B)(4) was completed: service representative replaced centrifuge door and side seals, cleaned fluid spill and completed system checkout. The photos provided by the reporter were received for analysis and used in the investigation of this complaint. The following was found: there was no mark or indication from the drive tube impacting the centrifugal wall. The drive tube did not appear to be twisted, except at one point, above the lower over-mold. The upper bearing was dislodged from its retainer, and broken. The lower bearing was in its retainer and appeared undamaged. Leak detector strip was damaged, indicating multiple sites of contact. The bowl was dislodged from the platen, indicating the locating tabs were not properly locked into place. The most likely root cause is the bowl coming out of the platen during the procedure due to an installation issue. No manufacturing defect found during the product evaluation. The DHR review of the complaint lot found no related non-conformances. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer called to report blood leak in the centrifuge approximately 5 minutes into the treatment. Customer states the instrument did not give any alarms, and she had to stop the centrifuge. Customer noted the upper drive tube bearing was out of the clip, while the lower drive tube bearing was still in place. Customer states the bowl was off of the platform, and the leak detector strip was damaged. Service order (B)(4) was dispatched. The customer has agreed to provide pictures for investigation.